Manufacturer narrative:
A spacelabs field service engineer (fse) was dispatched to the site to further evaluate the problem. Findings show that the central monitor lost its system configuration settings. The fse reconfigured the settings to resolve the problem. The device passed all tests and was returned to service. This report is complete and the matter closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred at the central monitor after rebooting the monitor. No injury was reported as a result of this event.